Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with mentor memorygel breast implants and experienced baker grade iii capsular contracture on the left side and baker grade ii capsular contracture on the right side postoperatively. As a result, the patient underwent bilateral device removal and replacement with mentor memorygel breast implants, catalog number 3504004bc on the left side and 3503504bc on the right side, serial number (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2020. This report is for the patient's right-sided device.